Event description:
Healthcare professional reported right side capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reporting, capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced.

Event description:
Physician reporting capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the right device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15feb2024.